Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)fiber optic displayed an fos signal error with no wave forms. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: name: (B)(6) biomedical engineer the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance and confirmed that it was a fiber optic tester issue and not equipment failure. Then fse performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a